Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that at an unknown time during a procedure, the reservoir leaked. *no known impact or consequence to the patient. *unknown if product was changed out. *unknown if the surgery was completed successfully.